Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump received with scratched lcd window.

Event description:
It was reported when the customer pushed the motor support disk and received an extra injection of insulin in his body. The customer tested while being disconnected from the infusion set and saw the insulin coming out of the catheter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.